Event description:
The patient underwent vns lead replacement surgery. It was reported that the lead was confirmed as fractured due to patient twiddling. The explanted product was received by the manufacturer and is pending product analysis.

Event description:
Lead product analysis was completed. The allegation of a lead fracture was confirmed in the product analysis, or pa, lab. The electrodes were not returned for analysis and, therefore, a complete evaluation could not be performed. During visual analysis, both coils appeared to be broken approximately 8 mm from the end of the electrode bifurcation. Scanning electron microscopy, or sem, on the connector pin quadfilar coil identified the area as being thin and, therefore, preventing identification of the fracture type. Pitting and residual material were noted on the coil surface. Sem on the connector ring coil identified the area as having extensive pitting, preventing the identification of the fracture type with mechanical damage and residual material. Pitting and residual material were noted on both coils' surface, indicating that stimulation was present for a certain period of time. No additional discontinuities were identified. With the except of the observed discontinuities, the condition of the returned lead portion was consistent with those conditions typically following explant.

Event description:
It was reported that the patient's vns was showing high impedance. The patient previously underwent a full vns replacement surgery due to a lead fracture, which was reported in MFR. Report #1644487-2018-01615. The diagnostics were within normal limits following the surgery. X-rays were performed and the patient was referred to a neurosurgeon. It was stated that the patient's vns could not be titrated higher than 0.50 ma which led to the physician increasing the pulse width from 250 ¿s to 500 ¿s. The x-rays have not been reviewed by the manufacturer to date. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.